Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter with no other devices. The balloon, balloon bonds and markerbands were microscopically examined and there was no damage or irregularities noted. The device was pressurized with an inflation device filled with water. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. A 15mmx2.50mm nc quantum apex balloon catheter was advanced for dilation. During the first inflation, after the pressure went up to 10 atmospheres, it was noted that the pressure went down. The device was deflated and removed completely from the patient. The physician then noted that the balloon ruptured. The procedure was completed with non-bsc balloon catheter. No patient complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. A 15mmx2.50mm nc quantum apex¿ balloon catheter was advanced for dilation. During the first inflation, after the pressure went up to 10 atmospheres, it was noted that the pressure went down. The device was deflated and removed completely from the patient. The physician then noted that the balloon ruptured. The procedure was completed with non-bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).